Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated. It was noted that after a period of time, the pacemaker was able to be interrogated. No interventions were made. The patient was stable.